Manufacturer narrative:
Manufacturer's report date 4/21/1998. The instrument was returned to the MFR for evaluation. The factory seal was broken and the instrument would not power on. Engineering observed the following: 1) corrosion and corrosive fluid was found on several front case assemblies, including the pumping mechanisms, the eproms, the power supply board and the multicard assembly. 2) the front case metallization had been chemically attacked by a corrosive substance to the extent that the metallization had been almost completely removed. 3) the sealed lead acid main system battery installed was a powersonic brand. The battery was swollen and the negative terminal was severely corroded. The battery held virtually no charge. 4) the comm board ribbon cable and top of the transformer assembly were wet with a corrosive fluid. 5) the ac receptacle line fuse was intact. Engineering was unable to examine the instrument error log due to the extensive damage to the instrument circuit boards. Due to the damage to the instrument circuit boards caused by the battery acid leakge, engineering was unable to determine the cause of the reported complaint. The customer will be notified that the powersonic brand sealed lead acid battery is not a recommended replacement for the factory installed panasonic brand battery.

Event description:
Hosp stated that pump alarmed internal error. Nursing sent pump to biomedical engineering department where it was opened. Biomedical engineering observed battery acid had leaked inside the instrument.